Manufacturer narrative:
Failure analysis for fiber 0010-2400-415a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window; the metal cap adhesion location exhibits burnt glue. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/ procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 81,498 joules while using the surgical fiber during a prostate procedure, the fiber cap was damaged. The procedure was completed using a second surgical fiber. Outcome: no damage to the patient - there was no injury reported. Gland volume: 26 ml; time expended: 12:41 minutes.